Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was reset and rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an x-ray switch stuck error and would not boot up. There was no pt injury or death reported.